Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert occurred. Data was evaluated and the allegation was not confirmed on the alleged date. However, an early sensor expiration was found on a different date than the one alleged. The probable cause of said early sensor expiration could not be determined. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration on a separate date. No injury or medical intervention was reported.